Manufacturer narrative:
One unknown zimmer screw was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation addressed the 3rd of three loosening events using applicable instructions for use (IFU) and risks files. Functional testing could not be performed since the product was not returned. No pre-existing conditions were reported. The reported device had been placed on an unknown tooth location for an unknown amount of time. X-ray / picture images were not provided. DHR and complaint history review could not be performed since the lot/item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event are nonverifiable. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is retightening of the single use device. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Screw was retightened.

Event description:
It was reported that an unknown zimmer dental abutment screw has loosened. No visible fracture. Doctor retightened the screw and patient was sent to an oral surgeon.